Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the handpiece heated. When the surgeon pressed footswitch to do phacoemulsification the surgeon saw a puff or smoke. The patient experienced an incision site thermal burn which was closed with sutures.

Manufacturer narrative:
The customer reported that a corneal burn occurred, which required the use of sutures to close the wound. Additional information was attempted to be obtained from the customer. However, the customer did not provide any additional information to date. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information to correct the safety event description by removing verbiage of overheated handpiece as that issue was not specifically reported. Additional information is provided. Additional review of available information has clarified that this is a duplicate event that was also reported under manufacturing report number 3002037047-2018-00001. The product in that report was reported as a viscoelastic product although no information was able to be obtained from the reporter to confirm that it was the actual suspect or concomitant product. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when the foot pedal was pressed in order to perform phacoemulsification, the surgeon saw a puff of smoke and realized the patient¿s cornea had been burned. Sutures were required in order to keep tissues together.